Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the footplate did not retract completely. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.